Manufacturer narrative:
Product analysis: analysis noted that the lower part of the display was missing several. The epg failed incoming tests on the display functionality. Analysis also noted that the main printed circuit board (pcb) was corroded. The epg was returned to the customer without repair at the customer's request. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) required routine service and repair. The epg was returned for service. No patient complications have been reported as a result of this event. It was further reported that the epg tested out of specification during manufacturer's analysis.